Manufacturer narrative:
Based on the information available to us, we were able to confirm the event, and determined that: the device history record (DHR) review could not be performed since no lot number was provided from customer complaint report, and no photo/actual sample with an identifiable lot number was received. One decontaminated sample was received for evaluation. A visual inspection was performed according to procedure. Additionally, a functional test was performed; it was observed that it was leaking in the tip of the tube. The root cause and action plan will be documented through a formal corrective/preventative action which has been initiated to address the reported condition to mitigate any further occurrences. This action is currently ongoing. This complaint will be closed with no further action and will be used for tracking and trending purposes. Thank you for taking the time to report this event to us. Your feedback is essential and greatly appreciated and helps cardinal health to identify areas of improvements in our ongoing quality assurance efforts.

Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Event description:
Customer reports: the balloon on the sld burst.